Manufacturer narrative:
(B)(4). The customer temporarily repaired the defective part himself and asked maquet service for replacement. Maquet evaluated the broken clip, and found that it was corroded. The presence of corrosion on the clip has facilitated its breakage. As part of the investigations, maquet performed some tests in order to attempt to reproduce the failure, and create corrosion. Two handle supports out of the internal stock (both equipped with a clip) were soaked into 2 aggressive and over-concentrated cleaning products. After one month of soaking/drying cycles, maquet was not able to create corrosion on the 2 clips. (B)(4).

Event description:
The customer informed maquet service about a broken circlip on the handle support of a surgical light. The incident occurred during preparation before surgery. No patient involvement was reported. (B)(4).